Manufacturer narrative:
During a follow up call on (B)(6) 2016, the customer reported that the fill estimate was accurate and the customer was no longer having issues with the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and remained static at 105 units of insulin. The customer's blood glucose (bg) level was reported to be 328 mg/dl. The customer changed the infusion site and delivered a correction bolus to address bg level. The customer declined to reload the cartridge with tandem technical support and would wait for the cartridge volume to drop below the static number display.